Manufacturer narrative:
The insulin pump was received with a blank display due to a cracked/bleeding lcd board. A displacement test could not be performed due to the blank display. The following physical damage was also noted: cracked battery tube threads, a broken reservoir tube lip, minor scratches on the lcd window, cracked casing at the display window corners, a missing display window, and a missing end cap sticker.

Event description:
The customer reported via phone call that there were cracks on the lcd screen of her insulin pump and the display will not come on. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer stated that she may have dropped her pump while bike-riding. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.